Event description:
An open surgery on the cervical spine for a fusion of vertebrae c5 to c6, with intended placement of 4 spine screws bilateral for fixation (at c5 and c6), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative c-arm scan, the surgeon discovered that one screw placed at right c5, with the aid of navigation, deviated from its intended position by ca. 3 mm laterally at the entry point and by ca. 3 mm medially at the target point. According to the surgeon (treating clinician): - the deviation of 1 spine screw placed at right c5, with the aid of navigation, was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placement. - there was neither harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of ca. 20 minutes. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of 1 spine screw placed at right c5, with the aid of navigation, was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placement. - there was neither harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of ca. 20 minutes. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating spine screw placed at right c5 (laterally by ca. 3 mm at the entry point and medially by ca. 3 mm at the target point), with the aid of navigation, is: - relative movements of the patient anatomy during the surgery between the location the navigation reference array was fixated to (c7), and the vertebra operated on (c5), due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation (e.g. Drilling or non-navigated screw placement which immediately followed k-wire placement). A fracture at c5/c6 is the reported medical indication for the procedure, which would reduce the stability of the spine. Furthermore, navigation and imaging data provided for this surgery show differences of the anatomy locations in between the pre-placement and the post-placement scans. Movements of the vertebra (actual anatomy) operated on during the surgery, in relation to the reference array location, multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - may result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since one screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 1 spine screw placed at right c5, with the aid of navigation, was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placement. There was neither harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of ca. 20 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of the investigation.

Event description:
A surgery on the cervical spine for stabilization of vertebrae c5 to c6, with intended placement of 4 spine screws bilateral for fixation (at c5 and c6), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative scan, the surgeon discovered that one screw placed at vertebra c5 on the patient's right side, with the aid of navigation, deviated from its intended position. According to the surgeon (treating clinician): the deviation of 1 spine screw placed at right c5, with the aid of navigation, was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placement. There was neither harm nor negative effect to the patient due to the deviating initial placement, also not due to surgery/anesthesia prolongation of ca. 20 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.